Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have an error 4 issue (236) and overlabelled product issue (826). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 2/19/2013, test strips- 2/19/2013.

Event description:
On (B)(6) 2013, the lay user/patient in the (B)(6) contacted lifescan to report the one touch verio iq meter was giving the error 4 error message with a blood sample. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.